Event description:
The customer stated that the cell dyn sapphire generated a falsely decreased hemoglobin (hgb) result on one patient. Results provided on sid (B)(6) from (B)(6) 2014 = hgb 4.9 mmol/l (7.9g/dl), rbc 2.59; hct .252; mcv 97.4; mch 1.88, plt 146. Based on this result the patient was transfused with one unit of blood. Upon redraw the result for sid (B)(6) on (B)(6) 2014 = hgb 8.8mmol/l (14.2g/dl); rbc 4.66; hct .436; mcv 93.4; mch 1.89, plt 217. The customer believes the initial hgb result was incorrect and the transfusion was unnecessary, therefore, this is an adverse event. There was no additional patient information provided.

Manufacturer narrative:
(B)(4). Evaluation of the customer issue included a review of the complaint text, a review of service history, and a review of labeling. The complaint information stated that the sample on 16aug2014 was taken from a b+d venflow needle used in the emergency ward. The results of the initial sample draw, sid (B)(6), showed that all the results of the dilution dependent parameters (wbc, rbc, hgb, plt) were significantly lower than the subsequent results. These initial results suggested a short or diluted sample. Based on the data and the information in the complaint ticket, a pre-analytic sample issue, like a diluted sample taken from an IV line port, could not be eliminated as the possible cause of the unexpectedly low hgb result. In addition, the customer's quality control results were within specification and no other patient samples were affected, which means the analyzer is performing well. A review of complaints found there were no other tickets associated with this issue. A review of service history on the sapphire serial number (sn) (B)(4) found no other related issues on this instrument. A review of the cell-dyn sapphire system operator's manual shows adequate information related to handling specimens. Based on the data available and the results of this investigation, no product deficiency was identified for the cell-dyn sapphire system, list number 08h00-01, sn (B)(4).